Event description:
It was reported that a harmonic scalpel was activating on its own when the buttons were not being pushed. No patient injury was reported.

Manufacturer narrative:
The device was evaluated by ascent and a visual examination did not reveal any anomalies in the button assembly. However, when the membrane switch was examined, the pressure pads were found to stay temporarily depressed in the "on" position when they were released. Examination of the switch assembly revealed that the lamination was compromised and that the adhesive had migrated under the pressure pads. It appears that the original equipment manufacturer may have changed the design of the membrane switch which is allowing moisture to collect causing the lamination to be compromised and the adhesive to migrate. Ascent is reviewing and revising internal procedures based on our investigation to address this change of the membrane switch. Due to the infrequency of this type of event, no trend analysis is available.